Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Unfortunately, we did not receive the sample for examination in our product evaluation laboratory. Without return of the product, we are unable to perform a complete investigation into the root cause of the reported event. At this time, we cannot confirm the reported issue.

Event description:
As reported, the clearsight finger cuff provided suspect systolic blood pressure values of 15-30 mmhg lower than the nibp (non invasive blood pressure) device. Both cuffs were placed on the same arm and the clearsight cuff's systolic blood pressure values were 20-25 mmhg lower than the nibp (mean arterial pressure 67 cs versus 80 nibp). The clearsight cuff indicated that the patient was hypotensive; however, the nibp did not reflect hypotensive. There was no allegation of patient injury. The product is not available for evaluation as it was discarded.